Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during impaction the impaction plate fractured off the instrument. No surgical delay, no adverse patient consequences, no fragment has entered the surgical area.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Examination of the returned device can confirm the breakage condition. The end cap of the pinnacle impactor is broken. All pieces were return for analysis depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the following information was found during DHR review: (by (B)(6) (sqe) quantity manufactured: (B)(4). Date of manufacture: ship date 1/9/2020. Any anomalies or deviations identified in DHR: none. Expiry date: non-sterile, no expiration. IFU reference: (B)(4). Device history batch: a manufacturing record evaluation was performed for the finished device (221750041 /so2047961) product and lot numbers, and no non-conformances were identified.

Event description:
Additional information received indicated that the instrument broke into two pieces.